Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported the patient could not get it to turn and "she won't charge". The patient clarified that they had been charging for at least three hours, and they still could not turn on their stimulation. The patient connected with the recharger (insr) over the phone, and they started a charge session. The patient got all eight coupling boxes, and the stimulation was turned off. The patient said only the first quarter of the battery was flashing. Patient services (pss) reviewed that the implant needed to charge at least 25% before stimulation could be turned back on. Pss asked, and the patient believed they were maintaining all eight coupling boxes throughout the charge session. The patient said their implant "usually runs out on her every month because she doesn't keep track of how low the battery gets". No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that to resolve their issues they received a new stimulator. No further issues were noted or anticipated.